Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer to request additional information on the patient. The customer reported there was no patient use with the event.

Manufacturer narrative:
Physio-control further reviewed the device data and determined it is reasonable to conclude that the cause of the reported issue was old batteries.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer to request additional information on the patient. The customer reported there was no patient use with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer to request additional information on the patient. The customer reported there was no patient use with the event.